Manufacturer narrative:
(B)(4). Failure to perform femoral angiogram prior to vessel closure procedure; removal of the starclose se device without using the safety release mechanism. The device is has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary interventional procedure. A femoral angiogram was not performed prior to the procedure. Reportedly, the vessel closure wings did not retract. The starclose se was removed without using the safety release mechanism. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported wing retraction problem and difficulty removing the device was confirmed. The reported wing retraction issue and difficulty removing the device appears to be related to use technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition, the device was deployed in the procedural sheath which likely contributed to the observed damage to the device and subsequent difficulty removing the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the starclose instructions for use (IFU) states: the starclose se vascular closure system can only be used with the starclose exchange system (included in the starclose se vascular closure system packaging). Additionally, the IFU states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.